Event description:
A malfunction alarm occurred when the customer attempted to load a new cartridge into the pump. There was no adverse impact to the customer¿s blood glucose level. The issue persisted despite several attempts to resolve it, so technical support assisted the customer in trying another cartridge and also instructed them to use a backup insulin pump. It was decided to replace the malfunctioning pump, and arrangements were made for the customer to return it under warranty with the guidance provided by technical support.